Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to detachment of front panel, the light-emitting diode on the control panel does not light up. However, the most probable cause for wont out power switch was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited detachment of front panel, worn-out power switch and light-emitting diode on control panel did not light up. There was no patient involvement.